Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 116 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call. The customer had changed their mio infusion set and tried to treat for their lows, but their blood glucose was going up. The customer drank juice to treat. The customer experienced symptoms such as sweating a lot and nearly losing consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer states that they saw air bubbles and removed them from the system. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No delivery anomaly noted during testing. The device functioned properly. The device was received with minor scratched lcd window and cracked reservoir tube lip.